Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report their receiver displayed the initializing screen without manual restart on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.